Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete. MDR 1218950-2014-07320 was submitted for the concomitant medical product, heartstart xl defibrillator/monitor.

Event description:
The customer reported that during delivery of transcutaneous pacing there was a difference between the heart rate on the defibrillator and the envisor ultrasound system that was also in use. There was no reported impact to the involved patient.